Event description:
Customer reported that she underwent a squamous cell carcinoma excision from her right posterior lower leg in late 2008. The patient reported the development of a massive red rash followed by small water blisters involving her foot and ankle one day following surgery. The patient returned to her surgeon one week following the procedure. The patient was prescribed antibiotics and is undergoing unspecified medical treatment. Additional information was requested; no further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Consumer reports the following possible products: nurolon nylon surgical suture. Coated vicryl (polyglactin 910) suture.